Event description:
The ambicor device was implanted in 1995. Info received in 2000, pt indicates an up coming revision surgery, date of surgery and reason for revision was not indicated. Additional information indicated pt is scheduled for a revision surgery in 2000, at hosp due to leakage.